Manufacturer narrative:
H10: a vyaire field service representative (fsr) evaluated the device onsite and verified the reported event. Found that the faulty valve sensor pcb. Sensor valve was replaced and performed 2 year maintenance. Calibration, electrical safety test and performance verification were performed, unit passed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the sipap ventilator alarmed e33 (unable to auto zero pressure sensor) error. The customer confirmed that there was no patient involvement associated with the reported event.